Manufacturer narrative:
Concomitant medical devices: 4968-60, lead, implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced mild back pain and diaphragm stimulation at higher outputs. The right atrial (ra) lead was revised and remains in use. No further patient complications have been reported as a result of this event.